Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had a prior emergency room (ER) visit on (B)(6) 2025 due to elevated ketones (4.4 mmol/l) and high blood glucose levels, which reached 26 mmol/l (468 mg/dl) while wearing the pod on the abdomen for 5 to 24 hours. The patient reported receiving treatment that included intravenous fluids (sodium chloride infusion) and insulin. Prior to going to the emergency room, the patient removed the pod as instructed by her healthcare provider. Patient sought medical attention on (B)(6) 2025 and the length of the emergency room visit was approximately 24 hours. The patient self-discharged after stabilization, and a new pod was placed.

Manufacturer narrative:
The device has not been returned for evaluation. Review of cloud data from the user found that a pod with the sequence number reported was used between 15:59 on 22dec2025 and 11:48 on 23dec2025. Cloud data from this period was downloaded and reviewed. The patient history buffer (phb) data showed that, while in automated mode, the automated algorithm was able to appropriately adjust the micro bolus amounts based on the estimated glucose values and user inputs. While in manual mode, the system correctly delivered the user's manual basal program. The cloud data showed that an automated delivery restriction alert was generated at 10:59 on 23dec2025 due to the automated algorithm delivering the max amount of automated basal insulin for an extended period in response to increasing and high estimated glucose values. The system correctly transitioned to automated mode: limited upon generation of the alert and transitioned to manual mode upon acknowledgement of the alert. The cloud data showed that the bolus records captured in the cloud were from boluses that were actively and successfully delivered, as the total pulses delivered count tracked by the pod incremented correctly based on the total bolus volume for each bolus delivered. No evidence of a failure to deliver insulin or of any issues with the system were observed in the available cloud data.